Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for routine follow-up. Device interrogation revealed multiple episodes of ventricular noise. Noise could not be replicated in clinic with isometrics. The physician elected to monitor the patient. The patient was in stable condition.